Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill the cartridge. Reportedly, insulin leaked from the syringe. A syringe change was performed and the cartridge was filled successfully. There was no reported impact to the customer's blood glucose level.